Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported system fault 74, unexpected restart, and battery inoperable alarm were confirmed through review of the device log. The investigation determined that the battery inoperable alarm was due to a software issue. Further investigation determined that the system fault 74 followed by an unexpected restart event were a single occurrences and could not be reproduced during in-house testing. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and was returned to the investigation facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device had a unexpected restart event resulting in a "battery inoperable" error message. This error message resulted in an audible alarm which notified the reporter of the fault. The device continued to provide therapy at the time the error message was displayed. There was no patient injury reported as a result of this incident.